Manufacturer narrative:
The device was returned for analysis. Visual inspection showed the distal end was bent approximately 58mm from the end of the distal tip. Rust color was under both edges of ring 3 electrode. Dried body fluid was found on the handle, main shaft and distal end. Dried saline was found on the distal end and inside several irrigation ports. The device tracked normally in all curve configurations when not ablating. However, while ablating, intermittent flickering and several seconds of disappearance while displaying a 1313-2 tracking error were observed in all curve configurations. While manipulating the shaft, continuity checks using a multi-meter and breakout box found no electrical shorts or opens. All electrodes, sensor and thermocouple resistances measured in spec and were typical. Lcr test was performed and the magnetic sensor was within specifications. The steering knob and the tension control knob functioned properly on both lock and unlock positions. No abnormal resistance was felt when actuating the steering mechanism. X-ray confirmed a bend in the center support. No other anomalies were found. The ring electrodes were removed. Rust color was found under ring 2 & 3 electrodes and inside the feedthrough wire holes.

Event description:
Reportable based on device analysis completed on 17jul2019. It was reported that a magnetic tracking error occurred. During an ablation procedure for atrial fibrillation, while in the left atrium, the intellanav mifi open-irrigated catheter had magnetic "cracking errors". The device was replaced with another intellanav oi standard curve, which functioned normally, and the case was completed without complication. No patient complications occurred. Device analysis revealed fluid ingress into the distal end.